Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, and race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -16.5/2.0/87 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient left eye (os) on (B)(6) 2021. The lens was later repositioned due to lens rotation not associated to a low vault but it did not resolved the problem. On (B)(6) 2021 the lens was exchanged for a same length lens but the problem did not resolve. Cause of event was unknown.